Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was turned off without warning same goes with reservoir also and it going red icon without an alert going low. Customer stated that alerts seem to be not working. Customer also stated that the insulin pump had insulin flow blocked alarm and battery failed alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.